Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data and additional information in field b5. The device was returned and evaluated. The customer's allegation was reproduced. The device evaluation found digital visual interface (dvi) output did not came out due to printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no abnormalities leading to board failure could be confirmed, and the possible cause and the root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 to initial report: it was reported that there was no digital visual interface (dvi) output from video system center during an unspecified diagnostic procedure and the intended procedure was completed. There were no reports of patient harm.